Event description:
The patient reported that a few years back when he first started v-go, he received a starter kit of v-go. Since then, he has been using the starter kit v-go as back up in case his normal script of v-go falls off. He stated that over the years he has experienced about 12 that have fallen off and he had to use his starter kit ones to replace. Per the patient, the most recent time the device fell off was about 2 months ago. The remaining event dates were not provided. No devices are available for return to the manufacturer for evaluation.